Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we had 2 incidents with the ask-05500-hc flex tip plus catheterization kit, the catheter has a kink because the meds were not going through.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The report states: we had 2 incidents with the ask-05500-hc flex tip plus catheterization kit, the catheter has a kink because the meds were not going through.